Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The complainant reported a 67-year-old male patient with post cardiotomy cardiogenic shock was to be implanted with an impella cp for mechanical circulatory support, but the medical staff experienced delivery issues. The patient underwent runs of ventricular tachycardia when the diagnostic catheter was being placed. The doctor believed the patient could not tolerate the impella resting in their left ventricle without causing arrhythmias. The impella introducer was used on the patient. However, the pump was not used on the patient.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely patient condition related, the doctor felt that the patient could not tolerate the impella resting in their left ventricle without causing arrhythmias as per the clinical description. As the necessary information was not provided, the root cause of the vt/vf was not determined. In accordance with updated procedures, sections d6 have been revised from the initial submission.